Event description:
The customer reported that a continuous infusion of bumex (5mg /100ml ns) was programmed at a rate of 10ml/hr but the entire volume of 100 ml infused within 30 to 40 minutes. Discrepant infusion rates were provided. It was reported that the pump module was programmed at 5 ml/hr or 0.5mg/hr, with a vtbi of 40 ml in order for the rn to be reminded to order a new infusion; however, the customer also stated, "the incident report states 0.5 mg/hr or 8 ml/hr (0.5 mg/hr is actually 10 ml/hr but that doesn¿t account for the bag running in over 35 to 40 minutes)." The patient remained stable however was monitored closely with an unspecified repeat lab drawn. The event occurred in the ICU.

Manufacturer narrative:
The customer¿s report of a bumex overinfusion was not confirmed. Physical inspection showed no anomalies. The pcu event log shows pump module s/n (B)(4) was programmed to infuse a custom concentration infusion of bumetanide (drugid (B)(4)) at a rate of 5ml/hr with a vtbi of 20ml at 12:48 pm on 02 december 2018. At 12:49 pm, the user changed the dose to 0.5mg/hr, which made the rate 8ml/hr. At 12:50 pm, the device alarmed for air in line. The use paused the infusion and the device alarmed for flo stop open for 2 seconds. The door was closed and the infusion was restarted. At 12:51 pm, the device alarmed for air in line and then the device alarmed for flo stop open for 6 seconds. The door was closed and the infusion was restarted. At 12:52 pm, the device alarmed for air in line and then the device alarmed for flo stop open for 5 seconds. The door was closed and the infusion was restarted. At 12:54 pm, the device alarmed for air in line and the infusion was restarted. At 12:55 pm, the device alarmed for air in line and then the device alarmed for flo stop open for 2 seconds. The door was closed and the infusion was restarted. At 12:57 pm, the door was opened and then the device alarmed for flo stop open for 3 seconds and then the user started the infusion. The device alarmed for flo stop open for 1 second and then the door was closed and the infusion restarted. At 12:58 pm, the device alarmed for air in line and then the infusion was restarted. At 12:59 pm, the device alarmed for air in line and then the infusion was restarted at 1:00 pm. At 1:01 pm, the device alarmed for air in line. At 1:02 pm, the user programmed a delay for 120 minutes and the device went into standby. At 1:03 pm, the user channeled the device off and the system was shutdown and powered off. The volume recorded as being infused during this period was 0.749ml. Functional testing performed found the pump module to be delivering fluid within specification. There were 19 seconds of flo stop open during the infusion. The tubing was not returned for investigation. The root cause of the customer¿s report of a bumex overinfusion was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Diagnosis: congestive heart failure with peripheral edema.

Event description:
The customer reported that a continuous infusion of bumex (5mg /100ml ns) was programmed at a rate of 10ml/hr but the entire volume of 100 ml infused within 30 to 40 minutes. Discrepant infusion rates were provided. It was reported that the pump module was programmed at 5 ml/hr or 0.5mg/hr, with a vtbi of 40 ml in order for the rn to be reminded to order a new infusion; however, the customer also stated, "the incident report states 0.5 mg/hr or 8 ml/hr (0.5 mg/hr is actually 10 ml/hr but that doesn¿t account for the bag running in over 35 to 40 minutes)." The patient remained stable however was monitored closely with an unspecified repeat lab drawn. The event occurred in the ICU.